Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, after patient fell, the ipg was unable to communicate with external devices. The patient lost therapy and ipg was deemed inoperable. Surgical intervention occurred during which the ipg was explanted and replaced to address the issue.